Event description:
Pt implanted in upper and lower vermillion borders in 1999. Onset of infection and extrusion 2/5/99 in perioral. Pt treated 2/5/99 with vytone and keflex, and keflex on 2/18/99, 2/22/99 and 3/23/99. Implant explanted 1999. Pt revised in 1999. Pt treated with keflex and an implant explanted 1999. Implant explanted in 1999 and pt treated with keflex.